Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The insertion handle was received for a manufacturing evaluation and there were minor dents on the prongs indicating use. The handle was dented in the area of the text, indicating abuse. The measurable dimensions were within print specifications. The product is labeled to not strike the instrument, but dents are visible on the black handle. This compliant is invalid from a manufacturing standpoint.

Event description:
It was reported that during a humeral nailing, the surgeon was able to get the drill bit through the hole in the nail with the construct, but when he attempted to place the screw, the screw missed the hole. The surgeon was able to free-hand the screw into place and completed the procedure with no adverse effect to the patient. This is report 2 of 2 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
(B)(4)